Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter balloon did not inflate during pre-test.

Manufacturer narrative:
The reported event was unconfirmed. Visual: received 1 all-silicone temp sensing foley catheter with packaging label. Verified material number 119314, batch number ngjs3588 and manufacturing lot number ngjr2163. Visual inspection noted no obvious observations. The catheter balloon is inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) using in-house syringe. The balloon inflated with no difficulties. However, asymmetric balloon was observed with balloon concentricity 100/0. The catheter balloon 10ml was deflated within 01min 01sec.this is within specification per inspection procedure (B)(4), revision 0. Which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Based on the results of the investigation no additional actions are required at this time. Corrections: d, e, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter balloon did not inflate during pre-test. Per notification from ucc on 16dec2025, it was reported that asymmetrical balloon was found during sample evaluation on 28oct2025.